Event description:
On (B)(6) 2024, rayner received notification from its distirbutor in colombia of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that at the moment of injection, the lens was delivered into the eye with a damaged optic, necessitating removal of the lens.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description rpovided states that immediately following injection into the eye, the optic was observed to be incomplete. The rao600c was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received from the distributor identifies that the healthcare faciltiy attributes the optic damage immediately following implantation to the lens getting stuck in the cartridge. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Within the rayone IFU "use of rayone" section "fig 7" it states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 102201757 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 102201757.